Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pump was explanted on (B)(6) 2012, due to recovery. The pt experienced 2 prior episodes of hemolysis prior to the explant.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.